Manufacturer narrative:
Due to character limit: e1 (event site name) - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that the cardiosave was exhibiting display flickering during operation. No patient involved.